Manufacturer narrative:
Software data logs were returned to the MFR for further eval on (B)(4) 2013. The log analysis on (B)(4) 2013 indicated when the battery backup was used, the battery voltage dropped from 25.555v to 23.728v in fifty-eight mins. The power mgr reported eighty-two mins remaining battery time, but clinical support believes it would not have lasted that long. This indicates the problem was quickly getting worse over time. The batteries should be replaced. The log analysis on (B)(4) 2013 indicated a problem with one or both batteries. On (B)(4) 2013 at 8:56:49 am with fully charged batteries, battery backup was started and the battery voltage was 25.406v (normal). The load at that time was around 9 amps (normal). At that load, the batteries should have lasted at least two hrs. The battery voltage falls quickly (not normal), and by 9:02:33 am, the voltage has dropped to 22.949v. The system then powered off so fast that a "depleted battery shutdown" was not even logged. Per the subsidiary, the customer replaced the batteries in the perfusion system and the system was working.

Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusion system did not work on battery. During a check at hospital, the battery was tested and worked only five mins by the battery with full charge. Afterwards, the system did not work by the battery. This battery was changed on (B)(6) 2013. There was no pt involvement.